Manufacturer narrative:
Continued from concomitant medical products: lead model 3878-45 lot# 0205162005 implanted: (B)(6) 2011 explanted: (B)(6) 2012, lead model 3878-45 lot# 0205219472 implanted: (B)(6) 2012 explanted: na.

Event description:
It was reported that after successful trial stimulation from (B)(6) 2011 to (B)(6) 2011 the patient was implanted with a 37702 prime advanced with 100% pain coverage and 100% pain relief. The patient was informed at both the lead and the neurostimulator implants not to lift weight and not to bend over, but he was feeling so well that he lifted a bucket filled with water. After lifting the bucket the patient noted an intense pain at the lead site. Since the event the patient has experienced painful paresthesias on the left lumbar region and no paresthesias on the right lumbar region and right leg. The hcp reported that x-rays showed the left lead was anterior, and had migrated down around 1/2 of a vertebral body. On (B)(6) 2011, the patient was reprogrammed and impedance measurements for the right lead were all over 10,000 ohms. Attempts to reprogram this lead were unsuccessful, and all paresthesias achieved with the left lead were painful. The ins was switched off, and the plan was for the patient to have the left lead revised and the right lead explanted and replaced after the christmas holidays. It was reported that the patient experienced a loss of pain relief, and the patient outcome was reported as requiring follow-up.

Event description:
Additional information received reported that a surgical revision was performed on (B)(6) 2012. An intra-operative x-ray revealed that the connection between the right lead and the extension was loose. The right lead was reconnected and verified through impedance measurements and intra-operative paresthesia evaluation. The left lead was explanted and replaced, and the replacement was verified through impedance measurements and intra-operative paresthesia evaluation. The patient was programmed before being discharged, and reported both left leg and lumbar paresthesias. The patient outcome was reported as "resolved."

Manufacturer narrative:
Lead model 3878-45, lot # 0205219477, implanted: (B)(6) 2011, explanted: na; lead model 3878-45, lot # 0205162005, implanted: (B)(6) 2011, explanted: na; extension model 37081-60, serial # (B)(4), implanted: unknown, explanted: na; extension model 37081-60, serial # (B)(4), implanted: unknown, explanted: na.